Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements after several months of gradually increasing values. A slight rise in pace impedance measurements was also noted. Boston scientific technical services (ts) discussed potential causes and testing options. The physician elected to increase the shock impedance alert threshold and continue monitoring measurements as there are currently no plans for intervention. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received indicating the patient underwent a defibrillation threshold (dft) test to verify system efficacy. The test was completed without issue and data sent to ts for analysis. Analysis confirmed high out-of-range shock impedances in all configurations and explained the variable measurements would not be expected with calcification. Based on feedback the physician elected to continue to monitor the lead with increased follow-up. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating the device was returned without allegation or report of adverse patient effects. It was also noted the patient's rv lead was explanted but would not be returned for analysis.